Event description:
Pt reported after bolusing, the self-adhesive of the infusion set is often wet. Pt stated sometimes he experiences an elevated blood glucose level with the highest level of 390 mg/dl. Pt's normal blood glucose level is 100 mg/dl. Pt stated, he took correction with a pen or via the infusion device after the infusion set was changed. Pt discarded the alleged infusion set; but will send the unused infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the unused infusion sets for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.